Event description:
The customer reported that the pacer output was out of range or there was no output.

Manufacturer narrative:
(B)(4): the customer reported that the pacer output was out of range or there was no output. The philips response center staff localized the issue to a failed therapy pca with the customer. A therapy pca was ordered. As of 08/26/10, the customer has not called back regarding this device. We are considering this a therapy pca malfunction.